Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for eval. The eval confirmed that the probe broke down at 8.5mm from the distal end. And there was a scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the result of eval, we have concluded that the probe tip presumably was scratched because the physician activated seal and cut mode output while the probe tip was in contact with metal such as a clip and forceps. The short circuit error displayed due to the contact with metals. After that, since the physician continued to use the device, a crack of the probe was occurred and the probe damage error displayed. When the physician withdrew the subject device and the probe check function performed, the probe presumably broke off due to the stress by ultrasonic vibration. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.

Event description:
When the physician used the subject device as a second device during a laparoscopy-assisted total gastrectomy, some short circuit errors displayed repeatedly from beginning of the use. The physician continued to use the device with the reassembly and cleaning. After 20 minutes, the probe damage error displayed. When the device was reassembled and cleaned and the probe check function performed, the probe tip broke off on the instrument table. The device was replaced with a similar device and the procedure was completed. There was no pt harm reported.